Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned with the dilator still inserted, requiring removal of the dilator to proceed. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Inspection of the hemostatic valves found the components to be deformed, likely caused by prolonged insertion of the dilator.

Event description:
It was reported that during the farawave procedure, the farawave catheter and faradrive sheath were prepared with no issue. The sheath was inserted and aspirated. The catheter was then inserted, and when aspirating, there were a lot of air bubbles seen. Two syringes of air were taken out, so a new sheath was opened. There were no abnormalities seen in preparation of the sheath. Only the farawave catheter was inside the sheath at the time air was observed. A pressure bag was used. The guidewire was retracted into tip of catheter at the time the farawave was inserted into the sheath. When transferring the sheath out, the farawave 35mm catheter was contaminated. As there was no more 35mm catheter on site, the physician switched to farawave 31mm. No patient complications occurred. The sheath was received for analysis.

Event description:
It was reported that during the farawave procedure, the farawave catheter and faradrive sheath were prepared with no issue. The sheath was inserted and aspirated. The catheter was then inserted, and when aspirating, there were a lot of air bubbles seen. Two syringes of air were taken out, so a new sheath was opened. There were no abnormalities seen in preparation of the sheath. Only the farawave catheter was inside the sheath at the time air was observed. A pressure bag was used. The guiedewire was retracted into tip of catheter at the time the farawave was inserted into the sheath. When transferring the sheath out, the farawave 35mm catheter was contaminated. As there was no more 35mm catheter on site, the physician switched to farawave 31mm. No patient complications occurred. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.